Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 601 module. The sample was run and did not result in an hcg+beta value, only a flag indicating a sample clot. The sample was re-centrifuged and poured into a sample cup and repeated, resulting in a value of > 10000 miu/ml with a data flag. The customer then manually programmed the sample to repeat with a decreased sample volume, resulting in an hcg+beta value of 682.5 miu/ml and this value was reported outside of the laboratory. The doctor questioned the value since the patient had been running around > 10000 miu/ml previously. The sample was repeated on a different analyzer on (B)(6) 2023, resulting in an hcg+beta value of 23005 miu/ml. The sample was repeated on the complained analyzer on (B)(6) 2023, resulting in an hcg+beta value of 24341 miu/ml. The hcg+beta reagent lot number was 64377005, with an expiration date of 30-nov-2023.

Manufacturer narrative:
The field service engineer determined the mixer was misaligned. The mixer was adjusted. The reagent and sample probe fluidic pathways were flushed. Probe alignments were corrected. Mechanism checks, performance testing, and precision studies were performed; all were without issue and within specifications. The customer ran calibration and controls. These recovered within laboratory guidelines. The last calibration performed n (B)(6) 2023 was ok. Quality controls recovered within acceptable ranges. Upon review of the alarm trace, an abnormal sample aspiration alarm was observed. The investigation determined the service actions resolved the issue.